Event description:
It was reported that the patient underwent spine surgery from c5 to c7 with instrumentation. During surgery, the tip of the driver broke off when the surgeon attempted to lock the screws. One small fragment sheared from the tip of the driver while tightening the locking screw on the plate. The fragment was removed from the wound without incident. Another driver was used to complete the case. No patient complications were reported.

Manufacturer narrative:
(B)(4): the driver has been returned to the manufacturer for evaluation. Visual examination confirmed the driver tip was broken. Fracture surface analysis revealed a fairly tortuous fracture surface with no indication of fatigue. A review of the device history records did not identify any applicable nonconformance to specification.